Manufacturer narrative:
No d1000 product samples, videos or photographs were returned for investigation. The DHR could not be reviewed because the lot number is unknown. A probable cause cannot be identified based on the information that has been provided.

Manufacturer narrative:
The device in question is not available to be returned for complaint investigation. We are awaiting complaint investigation results at this time. A supplemental emdr will be submitted upon receipt of any new information, either from the customer or from investigation.

Event description:
The complaint/event occurred on an unspecified date and involved a tego® connectors that were reportedly faulty that caused the dialysis out flow to be almost nil upon connection to the dialysis machine, even after the tego flushes easily. This issue required the device to be changed during each treatment, as opposed to every third treatment. The result of this is that the facility is going through three times as many of these bungs compared to normal and tripling costs. The device had been used only once; however, on subsequent usage, insufficient flows were encountered, requiring replacement with new a device. After replacement, therapy resumed without any further problems. There was patient involvement but no patient harm and inconvenience. There is no event that involved death or serious deterioration of a person. This emdr reflects 6 similar occurrences.